Manufacturer narrative:
Investigation is in process, but not yet completed.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the small display on the pump went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.